Event description:
Patient reported that the pump had shutdowns. Patient experienced unnecessary panic due to these issues. Specific impact on blood glucose level was not reported, but no adverse impact was noted. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.